Event description:
It was reported that the pulse generator could not be interrogated. During software download, the device exhibited backup vvi operation. After device download, normal function resumed. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).